Event description:
Flexible gastroscope sn (serial number) (B)(6) brushed in hld decon (high-level disinfection decontamination) after use found with two clips pushed out of scope when brushed. The previous case the scope was used did not use clips, mrn (medical record number) (B)(4). Attempted use of clips with this scope was for mrn # (B)(4) on (B)(6) 2024, this endo team stated they clips were lost and they never found them on (B)(6) 2024. The scope was also used on (B)(6) 2024, on pt (patient) that was hiv positive and with covid, c-diff (clostridioides difficile) and mrn # (B)(4) - clips did not deploy.